Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it unexpectedly powered off twice. The customer had a back-up device, but it is unknown if it was used during the event. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it unexpectedly powered off twice. The customer had a back-up device, but it is unknown if it was used during the event. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank. Section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 12/19/2018.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it unexpectedly powered off twice. The customer had a back-up device, but it is unknown if it was used during the event. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. Physio replaced the device's power pcb assembly, battery contact assembly, battery wire harness, and battery pins as a precautionary measure. After completing other unrelated repair, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.